Event description:
It was reported while testing with alaris smartsite needle-free valve a leak occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage between blue piston and transparent window.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21075278. From the information provided by the customer it appears that there was leakage of blood into the housing of the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075278 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2000e product in the past 12 months.